Manufacturer narrative:
The cartridges were returned to animas and were investigated by product analysis. The returned cartridge passed visual inspection and there was no damage or defects were noted to the luer connection or o-rings. A leak test was performed with air bubbles being observed from the internal o-ring and exiting from the center of the plunger. The plunger was removed and damaged o-rings were observed; o-rings appeared to have divots or groove near the o-ring molding lines. A total of 2 used cartridges were returned; 1 failed leak test. A total of 6 unopened/unused cartridges were returned; 4 failed leak test, 2 passed leak test. In conclusion, the insulin leaking issue was confirmed by product analysis.

Event description:
The patient contacted animas alleging an issue with insulin leaking with 3 insulin cartridges from the same box. He also claimed that his blood glucose levels have been elevated in the 400s mg/dl; however, he did not have any symptoms and he did not receive any medical intervention from another person. The patient self-treated with an insulin injection. The animas representative walked the patient through troubleshooting. The patient confirmed that there was insulin leaking from the plunger side of the cartridge. The patient was unable to identify any structural damage to the cartridge. The cartridges were replaced. An animas representative followed up with the patient on (B)(6) 2011. The patient indicated that his blood glucose levels resumed to his usual range after using the new replacement cartridges. There was no adverse event associated with this complaint since the patient did not receive any medical intervention from another person; however, this complaint is being reported due to the insulin leaking issue with his cartridges.